Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse from (B)(6) of break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On an unreported date in 2011, a break in aseptic technique occurred, described as patient made a mistake, did not clean area before starting pd, stopped pd for two days prior to peritonitis, and an untrained person did the procedure. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized the same day. On (B)(6) 2011, the patient began remedial treatment with fortum (1 gm, ip, daily), amikacin (250mg, ip, daily) and vancomycin (1 gm, ip, once in 5 days). It was unknown if the events of the break in aseptic technique and peritonitis had resolved. Dianeal pd2 ultrabag therapy was ongoing as was remedial treatments with fortum, amikacin and vancomycin. Concomitant medications were not reported. The nurse reported that the event of peritonitis was not related to dianeal pd2 ultrabag therapy. A causality statement was not reported for the event of break in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is use error - poor aseptic technique.